Event description:
It was reported that a spectrum pump would not recognize an upstream occlusion during therapy at the intensive care unit. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was found passing upstream occlusion testing and the ultrasonic sensor was found within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation reassessment based on additional information received related to under delivery and upstream occlusion alarm (with no known cause). This information was received after initial evaluation of the pump was performed and therefore the pump is no longer in the as received condition to perform a second functional assessment. An event history log review was performed for the reported event date. This shows at 10:46, the pump was programmed for a new drug of norepinephrine with a concentration of 16mcg/ml, volume to be infused (vtbi) of 250ml, and with a rate of 20.4 ml/hr. Between 10:57 and 11:00, the pump was titrated up to 81.8 ml/hr and down to 20.4 ml/hr. At 11:18, the pump stopped due to a downstream occlusion and auto restarted at 11:21. Between 11:23 and 11:56, the pump was titrated to 81.8 ml/hr, 164 ml/hr and 204 ml/hr. At 11:58 the pump stopped due to an air in line alarm and was started again at 12:02 after the alarm was cleared. The pump stopped at 12:33 when another air in line alarm occurred and was restarted at 12:34. An updated vtbi of 250ml was programmed and the infusion completed at 13:13. At 13:17 the pump was programmed for a new bag of norepinephrine with a concentration of 64mcg/ml , rate 112ml/hr and volume to be infused (vtbi) 250ml. Between 13:28 and 13:33, the pump was titrated up to 204 ml/hr, down to 102 ml/hr, and up to 112 ml/hr. The pump stopped at 13:34 due to an upstream occlusion alarm. The pump was restarted at 13:35 with the run button pressed and flow confirmed. The pump was stopped manually at 13:37 and the set was unloaded and the device was powered off. The log cannot be used to discern whether the upstream occlusion alarm is a true or false alarm. The device will be required to pass all release testing to ensure it meets all specifications prior to return to the customer. The reported problem may be related to the issue addressed in fa -2021-056. The spectrum iq instructions for use were updated to better clarify how to setup and identify setup related issues, which could cause undetected partial or full upstream occlusions and in turn, can lead to under-infusions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch mw5109489. B5: it was reported that shortly after a spectrum pump was reset and levophed was hung for infusion, a patient in the intensive care unit experienced a pulseless electrical activity (pea) and passed away. Cardiopulmonary resuscitation (CPR) was initiated, and the patient was treated with epinephrine, bicarbonate, and calcium. The patient¿s pulse subsequently returned, and the patient was put on do-not-resuscitate (dnr), however, treatment was ongoing. A blood pressure reading was unable to be obtained and the flowrate of levophed was increased, however, blood pressure reading was still unable to be obtained. It was observed at this point that the medication was not dripping despite the pump running and with no error messages. The nurse attempted to reinsert the tubing in the pump and the pump generated an upstream occlusion alarm, however, no upstream occlusion was observed. The nurse pressed ¿run¿ to resolve the alarm and the pump indicated it was 'running' with no further error messages, however, the levophed was still not dripping. The intravenous (IV ) container was non-rigid, and it was confirmed that the new bag of levophed was fully spiked and primed with the blue slide clamp completely removed from the keyhole of the pump and fully disengaged from the IV tubing. It was confirmed that the tubing was not kinked or collapsed above the pump (it was brand new tubing). The nurse attempted to quickly switch pumps and the patient experienced another pea. CPR was not initiated, and the patient passed away. B1: adverse event or prod prob: was product problem is now both. B2: outcomes attributed to ae: was blank and is now death. B2: date of death: was blank and is now (B)(6) 2022. B7: other relevant history: was ni and has been changed to: the patient was transferred from the emergency room to the intensive care unit while on levophed (16 mcg/ml) at a rate well over 10 ml/hr. Due to the high dose requirement, once in ICU, the staff initiated a higher concentration - 64 mcg/ml. This rate was also greater than 10 ml/hr. H1: type of reportable event: was malfunction and is now death. F10/h6: health effect - clinical codes: was e2403 and is now e0601. F10/h6: health effect - impact codes: was f26 and is now f02. F10/h6: medical device problem codes: 2 additional problem codes have been added of a1403 and a160105. Should additional relevant information become available, a supplemental report will be submitted.